Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate system monitor (serial number: (B)(4)) having a damaged screen was confirmed via evaluation at the service center. Cracks were observed throughout the touchscreen upon the returned unit¿s arrival. The touchscreen was replaced with a new component. During the investigation the card ready ejector button was found partly damaged. Due to the cf card's black ejector button being damaged, the main pcba was replaced. The repaired unit was found to operate as intended and underwent a full functional checkout. The repaired unit was returned to the customer. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) section entitled ¿safety checklists¿ and the heartmate 3 patient handbook section entitled ¿safety checklists¿ instruct the user to regularly inspect all equipment including the system monitor, and to replace anything that appears damaged or worn. The power module instructions for use provide detail on how to properly mount the system monitor onto the power module. The user is also warmed to carry the two devices separately, as carrying them simultaneously may cause damage to the system monitor. The heartmate system monitor instructions for use instruct the user to refer any servicing of heartmate left ventricular assist system (lvas) equipment to trained service personnel only. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was broken. During common manipulation, the system monitor fell on the floor. The system monitor was not connected to the patient at the time of the event. The system monitor was removed from use.